Manufacturer narrative:
This device is used for treatment, not diagnosis. The helix blade was able to mate with the supplied dhhs side plate, however, the shaft of the helix blade got sticky going throw the barrel of the plate. The current risk analysis does adequately address the event. The internal locking mechanism of the dhhs side plate was engaged in the incorrect position - 45° rotated around its axis. This is important because the dhhs helix blade is clocked so its orientation is the same when fully inserted. Due to the internal locking mechanism being incorrectly engaged, it would cause the side plate to not seat correctly. If trying to seat the plate there could be sticking or jamming of the shaft through the barrel and internal locking mechanism of the dhhs.

Manufacturer narrative:
This device is used for treatment not diagnosis. Additional narrative: spiral blade and plate received stuck together. Evaluation of the parts revealed that the blade was not aligned properly in the plate. The flats on the shaft of the blade were 180 degrees out of alignment with the keyway in the plate. The parts were separated by using a punch to drive the blade out of the key. The two parts were then fit back together with the correct orientation and the blade slid smoothly through the plate as designed. The appearance of the blade was unremarkable. No deformities were noted. All dimensions were within design tolerance. The blade was inserted incorrectly into the dhhs plate. The blade itself is cosmetically and dimensionally acceptable. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of helix blades was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition.

Event description:
During a dhhs plating of proximal femur fracture procedure, the lcp dhhs slide plate and helix blade became stuck together. The surgeon pit the blade in the plate and it plate should slide over the blade but it did not. The plate became engaged with the blade. The surgeon removed the implant and implanted a standard dhs plate and screw instead. The procedure was extended by approximately ten to fifteen minutes. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Additional narrative: device was used for treatment. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Without a lot number the device history records review could not be completed.